Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. The distal end of the proximal spring electrode was separated from the lead body insulation and was concluded to be due to the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing. The oversensing resulted in pacing inhibition, but no asystole greater than two seconds. The lead was explanted and replaced. The physician suspected that overtime, as the lead settled into the patient's tissue, the lead started to oversense myopotential. No additional adverse patient effects were reported.